Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 290 mg/dl without any additional symptoms. The patient reportedly presented to the hospital emergency department. The reporter stated the patient¿s blood glucose excursion was successfully resolved with basal-bolus therapy (ict). The reporter stated the patient had dropped the pump, and the pump then failed to complete the rewind function. Troubleshooting determined all settings were correctly programmed and there were no associated alarms. This complaint is being reported because the patient reportedly experienced hyperglycemia while on insulin pump therapy associated with the pump¿s failure to fully rewind after having been dropped.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device analysis: the device was returned to the manufacturer and investigation completed on 08-mar-2018 with the follow findings: review of the black box data revealed the last basal delivery was recorded on (B)(6) 2017. The black box data further revealed six warnings for ¿exceeds maximum total daily dose limit¿ beginning (B)(6) 2017. Delivery resumed (B)(6) 2017 at 00:01. The black box showed unexplained loss of prime on (B)(6) 2017 at 19:13, followed by a no cartridge detected warning at 19:21; deliveries resumed at 19:28. No motor alarms were observed in pump history. The total daily doses add up correctly and reflect the user¿s programmed basal rates. No delivery defects were found during delivery accuracy testing. There was no evidence the rewind was stopping prior to completion. A full rewind was successfully performed during the investigation. Load cartridge and prime was completed with no issues. No rewind issue was duplicated during the investigation. The pump was found to be delivering within required range and delivering accurately. There was no damage, defect or contamination of the pump¿s interior components. The force sensor was evaluated and found to be operating within required specifications. Investigation did not duplicate the complaint.